Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chest tightness with respiratory discomfort.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found slight wear and tear, but no evidence of damage, degradation, or contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found a dark fine contaminant on the interior of the top enclosure and on the back side of the front and rear panels, small amount of different dark contaminant near the air intake on the blower box assembly, a moderate amount of beige dust or dirt contamination and a small amount of carbonaceous deposit in the blower. The manufacturer also found heavy contamination with both carbonaceous deposit and dirt contamination at the bottom of the blower box.the presence of carbonaceous deposit suggests both water ingress to the blower box as well as the patient using tap water rather than distilled water.the presence and amount of dirt/dust on the blower impeller suggests that the unit was operated without a filter for an extended period of time the device's downloaded event log was reviewed by the manufacturer and found thirty two instances of e-200 error. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed evidence of at least 3 distinct types of contamination, at least two of which were found in the air path itself. The manufacturer was unable to perform an investigation on the complete unit due to the humidifier not being returned with the core pack.